Event description:
The customer called requesting assistance with programming the time and date on his insulin pump after replacing the battery. The caller stated that the battery was dead inside the device for a couple of days. The blood glucose reading was 266mg/dl. The caller mentioned that the adhesive pad of the infusion set folded over itself and he could not use. The customer was in the hospital for pain in his feet and it was not related to his diabetes. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).